Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that during a device check, a magnet was placed over the device and the patient felt a "buzzing sensation." The patient questioned if this was acceptable for the device during a check up. The device is still in use. No patient complications have been reported as a result of this event.